Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cylinders identified wear at the folds of both cylinder bodies. One of the cylinders outer tubing was detached from the proximal cylinder body and was consistent with sharp instrument damage. No leaks were identified in either of the cylinders. The momentary squeeze (ms) pump was inspected with no leaks present. Microscopic observation of the pump identified the deflation ball was seated too far forward. The pump did not pass the activation testing performed. Inspection of the reservoir found that the tubing was worn down and presented a hole due to fatigue. The strain relief junction of the reservoir did show damage that was consistent with sharp instrument damage. Based on the information available and analysis results, the reported event could not be confirmed. A review of the instructions for use did include the reported inflammation as an adverse event; therefore, a conclusion of known inherent risk of device was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to inflammation. A new tactra penile prosthesis was implanted. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms could not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to inflammation. A new tactra penile prosthesis was implanted. There were no additional patient complications reported.